Event description:
During an iliac stenting treatment procedure, the express biliary ld stent dislodged from the delivery system. The physician approached the lesion from a contralateral approach, but during the maneuvers, the stent came off the balloon. He was able to maneuver the stent to the target lesion where it was successfully deployed. No pt injuries or complications were reported. Pt status is reported as 'fine'.